Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the barcode scanner failed to illuminate and intermittently flashed. A technical support specialist (tss) confirmed that power management settings were configured to prevent universal serial bus (usb) ports from entering sleep mode when idle. All drivers were verified in device manager, and the port configuration was validated. The customer confirmed that the issue was resolved by updating barcode configurations and adjusting power management settings in device manager. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a scanner issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.